Event description:
The physician reported that the stent broke in half while attempting removal from the pt. The stent was placed to treat a malignant tumor. The initial stricture size was small enough to cause difficulty in passing a 0.035" guide wire through. The stricture was dilated and the stent was placed without difficulty. During initial placement, the physician attempted to re-position the stent and in doing so broke the proximal suture. The suture was removed and the stent was left in place. The physician reported that the tumor was treated using conjunctive therapy; a combination of chemotherapy, radiation, and stent placement. The conjunctive therapy significantly reduced the tumor size and the stent migrated into the stomach approximately eight weeks post placement. During the removal procedure the physician noted the stricture had reformed to approximately 7-8mm in diameter in the distal esophagus. The physician grasped the distal suture and attempted removal. He encountered significant resistance at the stricture and the stent eventually broke. The physician tried to "impact" the remaining stent section into itself to aid with further removal. The physician tried removal with a snare and dual channel scope but was unsuccessful. The pt had been under conscious sedation for 1.5 hours and the physician decided to attempt removal a couple of days later. The physician reported the second attempt at removal was two days later using a snare to grasp the proximal end of the stent. The stent was snared near the 2nd strut row for adequate grip but caused the end to flower or mushroom outward. During removal the flowered portion got stuck in the stricture and the stent broke at the snared location. The physician then grasped the distal end of the remaining stent fragment using forceps and inverted a portion of the stent into the inner diameter and was able to successfully remove the stent. The physician reported the pt was not harmed during the 1st or 2nd removal procedures.

Manufacturer narrative:
Device evaluation. One used suspect device was returned for evaluation. The stent was returned in three distinct pieces. A visual inspection of the returned device revealed that the distal region of the stent had fractured at the third row of struts. The distal suture was still intact and functional. The proximal suture was missing from the device. The proximal portion of the stent also appeared to be inverted into the inner portion of the stent from the use of the snare reported by the user. The root cause of the reported failure is attributed to the loss of the proximal suture resulting in the physician using the distal suture for removal of the stent. Using this suture engaged the stent's anti-migration struts which caused the stent to become trapped in the pt's anatomy. The force exerted on the stent by the physician caused the stent to fracture. Suture tensile testing was performed by interplex medical to determine any issues that may be present with the suture. All samples tested met established acceptance criteria. A follow-up report will be submitted if more information becomes available. Method: strength testing.